Event description:
It was reported that the patient presented for an unrelated procedure. Prior to procedure, upon device interrogation, it was noted that the right atrial lead exhibited noise that caused automatic mode switching episodes. The patient did not experience any adverse consequences. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 16.4 cm - 17.2 cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.